Event description:
Had surgery to have ventral incisional hernia repaired on (B)(6) 2013, implanting marlex with gore-tex mesh. Remained in hospital five days. Stitches removed two days after release from hospital. Incision never stopped draining. Saw surgeon for two appointments following release from hospital. Saw infectious disease doctor who said mesh had to come out. Saw different surgeon at wound care center who also said mesh had to come out. Had another surgery on (B)(6) 2013, to remove mesh, clean infection from under mesh, and insert biologic/bovine mesh. Remained in hospital one week. Had four intravenous antibiotics for whole week. Had PICC line inserted in arm. Went everyday for two weeks to hospital for intravenous antibiotic after release from hospital. Arm painful. Went to emergency department. Stayed overnight in hospital. PICC line provoked blood clots in that arm. Had PICC line removed. Stopped antibiotics. Started injectible blood thinner and coumadin. Have to stay on coumadin for three months. Belly button is draining again five weeks after second surgery.